Event description:
It was reported that the implant body cannot be removed from the fixture mount, the implant was removed, and another implant was placed. Tooth site #13 (universal).

Manufacturer narrative:
Zimvie complaint (B)(4). E1: initial reporter¿s title is not provided / unknown. G4: additional 510(k) number is k943604.

Manufacturer narrative:
Zimvie received one implant for evaluation. Visual evaluation of the as returned implant identified signs of use, bone / tissue attached to external threads. Functional testing to recreate the reported event verified the implant cannot be disengaged from the mount. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.